Event description:
It was reported that during a partially hypothyroid resection procedure, the two active blades had broken off. The blades did not fall into the patient. A third blade was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.